Event description:
It was reported that setscrew malfunction. The set screw issue came at time of implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: upon receipt the si-4 septum was damaged and the set screw was missing. With a new set screw put in place for the is-4, a torque driver was able to engage all set screws and all set screws were able to tighten and secure test leads normally.